Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a malfunction of the otv-s700. It is likely that the optical transmission line on the 4kch side within otv is malfunctioning. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus visera elite iii video system center was presenting an e226 communication error code during a procedure. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. This report is related to report with patient identifier (B)(6).

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.